Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an unexpected malfunction described from the patient as wonky. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the complaint was undetermined. A root cause could not be determined.